Event description:
The hcp reported that the pt was hospitalized following a tuna procedure due to strong bleeding. The bleeding was reported to be stopped by a surgical intervention and the pt is reported to be fine.